Manufacturer narrative:
Alleged failure: video went out during operation. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: fluid leak due to a cut on the length of the cable. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image.